Event description:
Customer claims the tip of the catheter broke off while inside of the pt. All parts were retrieved. The procedure required an extra 30 minutes to retrieve the tip. Pt was reported to be doing fine.